Event description:
It was reported that the unit generated a temp error during priming. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation analysis and resolution for the device described in this report. The device in question will be investigated by a service technical of maquet. A supplemental medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The device in question was investigated by a local service technician of maquet. A large amount of dust contamination inside of unit was found that could have caused the error. Based on the information from the service report the circuit boards were removed, vacuumed inside of unit thoroughly, reseated circuit boards, reassembled unit, performed functional and safety checks, and returned unit to clinical use. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).